Event description:
It was reported that the customer experienced a cracked and shattered touchscreen on their pump, rendering it illegible. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.